Manufacturer narrative:
The returned prosthesis underwent a visual, x-ray, and histological analysis. The investigation performed revealed a deformed prosthesis due to intrinsic and vegetating calcifications detected in all leaflets. There was pannus overgrowth on the skirt of the valve. Calcified thrombus depositions were visible on all inflow surfaces. Bacteria were not detected with the gram stain. Based on the investigation performed, the root cause of the reported explant can be reasonably attributed to structural valve degeneration (svd) of the prosthesis. Furthermore, the leaflet calcification detected with visual, x-ray, and histological analyses, caused progressive stiffening of the leaflet. The leaflet calcification and the pannus tissue overgrowth into the inflow lumen reasonably led to progressive valve stenosis. Slightly aortic insufficiency may have likely resulted from an inadequate leaflet coaptation caused by calcification of the leaflets, although no information on the pre-operative patient's conditions was received. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. However, little clinical history was provided. The manufacturer was unable to retrieve additional information on this event, also due to the covid-19 outbreak. Should additional information be provided once the emergency is contained, the manufacturer will re-assess the event and update the reporting activity.

Manufacturer narrative:
The device was returned to the manufacturer and it was received on (B)(6) 2020. A full device investigation is currently undergoing and the results will be provided upon completion of the testing. Device evaluation ongoing.

Event description:
The manufacturer was informed about an explant of a perceval valve that occurred on (B)(6) 2020, after 2 years of implant. No further information is presently available.

Manufacturer narrative:
Included patient information (age, gender) as inadvertently left blank in the previous follow up. The remainder of the information remains unchanged.